Manufacturer narrative:
The reported field event of high pacing lead impedance was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the reported field event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, high, out of range pacing lead impedance was observed when lead was connected to the new device. Impedance measurements were normal when tested with the system analyzer. Device was not implanted. There were no adverse consequences to the patient.